Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia and sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose level was 50 mg/dl at the time of incident. The customer¿s blood glucose was 205 mg/dl and the sensor glucose was below 50 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not alleging insulin pump for over delivery. Customer did not use auto mode. Customer stated that there were drops at the end of the tubing and that it was not squirting out of the insulin pump. The insulin pump and sensor will not be returned for analysis.